Manufacturer narrative:
An event regarding weld failure and pin dissociation of the modular capture was reported. The event was confirmed. Method and results: device evaluation and results: a visual inspection confirmed the event. The cross pin was loose from the action trigger. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final goods conformed to specification. Complaint history review: there have been no similar reported events. Conclusions: the subject device has been identified as within the scope of ncand related CAPA. A supplier manufacturing nonconformance has been identified and investigated under the referenced nc and CAPA records. Root cause identified as part of CAPA: in-process manufacturing tolerance change made at supplier location without formal change control process and adequate assessment of deliverables to be implemented. Notification to stryker also missed due to lack of change control.

Event description:
Case was a primary left - when pan was opened upon arrival from central processing, the device that holds the capture on to the block was found to be broken - no pieces were found in the tray. This device did not break while in use in the surgery. This broken device was discovered upon arrival of the pan from central processing.

Event description:
Case was a primary left - when pan was opened upon arrival from (B)(4), the device that holds the capture on to the block was found to be broken - no pieces were found in the tray. This device did not break while in use in the surgery. This broken device was discovered upon arrival of the pan from (B)(4).

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.